Event description:
Pt came to the hosp emergency department because the medical device being reported had come out of her tracheal stoma. As the respiratory therapist and ed physician were attempting to re-insert and attach the device the pt inhaled and aspirated the device into her lungs. She began coughing but could not expectorate the device. An emergency bronchoscopy was done to retrieve the device.